Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that piston was not pushing foward. Customer's blood glucose was 100 mg/dl. Insulin pump would be replaced.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to faulty force sensor resistor. We were unable to perform the unexpected restart error test, prime test, excessive no delivery test and occlusion test due to motor error. The insulin pump received with normal operating current. The insulin pump passed self-test and off no power test. The motor was tested outside of the device and passed. The motor functioned properly during displacement test. The motor functioned properly during the displacement test and during the rewind test. The insulin pump was received with minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.